Manufacturer narrative:
This is 1 of 14 reports. (B)(4). Subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study.twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that the stent migrated proximally during deployment, and its distal end was positioned too closely to the aneurysm neck, and the stent was therefore removed. The partially deployed stent were removed by locking the stent to the microcatheter and retracting both the microcatheter and the partially deployed stent simultaneously. There were no clinical consequences to the patient due to the reported event.